Event description:
Additional information showed a pump log report that indicated a pump low reservoir alarm occurred on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
A volume discrepancy was reported. The expected volume was 16ml and actual was 18ml. The hcp reported that the past few refills had volume discrepancies (reservoir had more volume than expected, by a few mls) and the patient had exhibited signs of under dosing, increased pain, flu-like symptoms. The pump was replaced. It was also noted that at time of replacement no abnormalities were evident. Catheter appeared patent and functioning with easy aspiration. The hcp decided to replace entire system. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed sc connector coring,-tears- cuts in seal. Under microscope inspection a deep, circular coring can be seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. Pressure testing in the lab showed the sc connector to be leaking.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.